Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that upon delivery of the light adjustable lens (lal, sn (B)(6), +18.0d) into the patient's eye, a posterior capsule tear was noted. An anterior vitrectomy was performed, and the lal was placed in the sulcus. Rxsight's first awareness of this event was on 06/13/2024.